Manufacturer narrative:
Correction: in section d4, the lot number (149386) was removed from the serial number field and added into the lot number field. The serial number (B)(6) was added into the serial number field.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally.